Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarms 20 and 30 occurred during pump basal delivery. Additionally, it was reported that cartridge change errors occurred with multiple cartridges and that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 119 mg/dl.